Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-03464. It was reported that during an implant procedure, the atrial lead was implanted, and lead analysis was all within normal limits. When the lead was connected to the can the pacing lead impedance was found to be high, within the range. The physician tried to disconnect the lead from the header but failed to rotate set screw after multiple attempts. The lead was cut manually, and new lead was implanted. The physician disconnected right and left ventricular leads and replaced the device. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
The reported event of setscrew issue was confirmed in the laboratory. Analysis found the atrial setscrew was firmly stuck in the connector block and required destructive methods to separate from the device connector. Scanning electron microscope confirmed foreign material found in the connector block threads to be epoxy causing the setscrew to get stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused in the setscrew to be locked in place preventing removal of the lead.